Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. There is no indication that the damaged belt caused or contributed to the patient's death as the patient was in a non-treatable rhythm prior to death. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt which was returned for investigation into a patient's death. A reportable malfunction was found. The electrode belt failed incoming functionality testing. The device failure did not cause or contribute to the patient's death as the patient was in a non-treatable rhythm at the time of passing.